Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) exhibited high out of range shock impedance measurements greater than 135 ohms. It was also noted that the crtd is at elective replacement indicator (eri) and a changeout was planned. Additionally, no noise could be seen, and right ventricular pace impedance was within normal limits. Technical services (ts) recommended a max energy r wave synch shock and if a code 1005 indicative of an open circuit condition during shock delivery is recorded then lead replacement was recommended, however if after the shock the shocking impedances are within range the physician can consider monitoring the lead. This crtd remains in service. No adverse patient effects were reported. Additional information was received, this crtd was explanted due to normal battery depletion and defibrillation threshold (dft) test was performed to assess shock lead impedances. This device was successfully replaced and the right ventricular lead remains in service. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) exhibited high out of range shock impedance measurements greater than 135 ohms. It was also noted that the crtd is at elective replacement indicator (eri) and a change out was planned. Additionally, no noise could be seen, and right ventricular pace impedance was within normal limits. Technical services (ts) recommended a max energy r wave synch shock and if a code 1005 indicative of an open circuit condition during shock delivery is recorded then lead replacement was recommended, however if after the shock the shocking impedances are within range the physician can consider monitoring the lead. This crtd remains in service. No adverse patient effects were reported. Additional information was received, this crtd was explanted due to normal battery depletion and defibrillation threshold (dft) test was performed to assess shock lead impedances. This device was successfully replaced and the right ventricular lead remains in service. No additional adverse patient effects were reported. This product was returned and is pending analysis.